Event description:
Reporter alleged obtaining a discrepant blood glucose result of 325 mg/dl back to back with a result of 150 mg/dl on the compact system when testing was performed within 10 minutes. Reporter stated that she took her normal diabetic pill and laid down to rest after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.